Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 99% stenosed, de novo lesion in the right coronary artery (rca). Pre-dilatation was completed with an nc balloon and a 3.5x48mm xience xpedition drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with a 3.5x12 nc balloon catheter, after which a distal edge dissection was noted. Another xience stent was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 99% stenosed, de novo lesion in the right coronary artery (rca). Pre-dilatation was completed with an nc balloon and a 3.5x48mm xience xpedition drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with a 3.5x12 nc balloon catheter, after which a distal edge dissection was noted. Another xience stent was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.